Event description:
It was reported that a catheter was removed from a pt after an indwelling time of one year. As the catheter could not be pulled out. It had to be removed surgically. In addition to residue of tissue; there is also a crumbly adhesion on the catheter.

Manufacturer narrative:
The complaint that the catheter was difficult to remove is inclusive, due to the nature of the complaint. The reported incident cannot be replicated in the lab. The complainant indicated that the catheter could not be pulled out and had to be removed surgically. A 2.3 inch catheter segment was received with what may have been a fibrin sheath. A white chalky material was found within a layer of what appeared to be hardened tissue. The length of what appears to be a fibrin sheath was 0.5 inches. The fibrin sheath may have been a factor in the reported incident. The product IFU states, "the potential exists for serious complications including the following." Fibrin sheath formation is listed in the list of potential complications. The IFU continues, "these and other complications are well documented in medical literature and should be carefully considered before placing the catheter." No defects related to the manufacturing process were noted on the complaint sample. A chr of lot# hurb5091 showed no other similar product complaint(s) from this lot.